Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding at the insertion site which occurred the same day the sensor had been inserted in the abdomen. The patient tried to hold the area with a paper towel, but the bleeding did not stop. Patient went to the hospital due to bleeding that did not stop after inserting the sensor. Patient said that he hit an artery. The bleeding was treated with lidocaine injection with epinephrine. There were no other symptoms reported, and there was no report of any further medical evaluation or intervention. At the time of the report, the patient was stable and fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.